Event description:
It was reported that the lesion was located in the distal right coronary artery (rca) with mild tortuosity, mild calcification and 90% stenosis. The 2.0 x 15 mm voyager rx was used for pre-dilation of the lesion. However, when the pressure was increased up to 8 atmospheres (atm), the pressure would not increase further. The balloon was examined outside the patients body and a leakage was observed. Thus, a non-abbott balloon catheter of the same size was used and a drug eluting stent was implanted. No resistance was noted during the advancement of the voyager rx balloon catheter. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Additional information received from the account stated that the balloon was initially soaked and prepared outside the body per the instructions for use (IFU). As there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. The lesion was also characterized as mildly tortuous, mildly calcified and 90% stenosed, which may have contributed to the reported complaint. In this case, since the product was discarded by the account, it was not returned for analysis and may have aided the investigation. It is possible that the balloon interacted with other devices and/or the tortuous and calcified lesion during advancement such that the balloon material became damaged (scratched) and ruptured upon inflation attempt. However, based on the information provided and without the product to examine, a definitive cause for the reported balloon rupture could not be determined. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the finished product lot history record did not reveal any related nonconformance material report. There is no evidence to suggest a potential product deficiency.